Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving dilaudid (2 mg/ml at 2.5 mg/day) via an implantable pump for unknown indications for use. It was reported that the patient was experiencing an increase in pain symptoms and a lack of pain relief. It was unknown if external factors were involved. Regarding diagnostics/troubleshooting, imaging was performed to determine the catheter tip location. A catheter revision was performed due to the catheter tip migrating from t3 to c4/c5 area. The catheter tip was successfully pulled back down to t4/t5 during the case. The 8781 was trimmed along with the anchor and connector pin and an 8782 revision kit was used to attach a new anchor and connector pin. The 8782 catheter portion was not used in the case. The cause of the catheter tip migration was unknown. The anchor was still in the correct position upon opening the spine pocket. The issue was resolved at the time of the report.

Manufacturer narrative:
Continuation of d10: product ID 8781 lot# serial# (B)(6) implanted: (B)(6) 2025 explanted: (B)(6) 2026 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(6), ubd: 01-aug-2027, UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.